Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent. The main coil was found to be severely stretched, broken/fractured and the suture was found to be missing from the main coil. A functional test could not be completed because the reported issue was unknown. The reported defect was not confirmed however, the analysis results are consistent with the event. The device failed to meet when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of device problem unknown/unclear was not confirmed. An assignable cause of 'handling damage' will be assigned to the as analyzed event coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the as analyzed event main coil stretched, main coil broken/fractured during use and main coil suture damage as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject main coil was broken/fractured during use. No clinical consequences were reported to the patient due to this event.